Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result based on a prior sequential sample. The sample was repeated and a higher result was obtained. It is unknown if patient treatment was altered or perscribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR 2517506-2010-00010 on 2010-02-01 as cause unknown. New information was provided by the siemens healthcare diagnostics inc. Field service engineer (fse) on (B)(6) 2010: analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrome contamination. The siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed repairs and de-contamination procedures. The instrument is performing within specifications. No further evaluation of the device is required.